Event description:
It was reported the pt's charing system and pt programmer would no longer communicate with the ipg. The pt subsequently stopped feeling stimulation. A replacement charging system and add'l pt programmer did not resolve the issue. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.